Event description:
It was found membrane broken after connection to patient five to seven minutes during the first use, blood flow rate: 170ml/mn, tmp: 70mmhg. It is unknown if or how blood much the patient lost. No medical intervention needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.